Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device failed pretest for check the off/oscillation/on switch mode function, check the oscillation angle, check switching function, check the triggers and electronic control unit function, check compatibility between small battery drive device I and the small battery drive device ii, check the function with the pen drive console, check power with the test bench, and lubricate. It was further reported that after the pre-repair diagnostic assessment, the device was disassembled for further investigation and determined that the ecu would not turn off. It was determined that this means the device would always run on two modes oscillation and drill. It was further determined that the device was heavily worn inside and filled up with the attrition of the wearing parts. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.